Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient was dehydrated, irritable, tired and frequently urinating. The cgm was displaying 200 mg/dl while the bg was 400 mg/dl. The patient was taken to the hospital by their parent. The patient was treated with IV fluids for dehydration and an insulin drip for hyperglycemia. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).